Manufacturer narrative:
(B)(4).

Event description:
It was reported that "tonight we had to replace two of these tubes on the same patient, and eventually found an old shiley taperguard tube which worked well." No further details are available. Two devices were involved. Associated mdrs: 3003898360-2026-00325.